Event description:
The patient was undergoing a coil embolization procedure in the distal a2 segment of the anterior cerebral artery (aca) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil as the first coil to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Subsequently, the physician manually detached the smart coil using hemostats after multiple attempts. Then, the physician advanced another smart coil to the target vessel and attempted to detach it using the handle; however, the same issue occurred. Subsequently, the physician also manually detached the smart coil using hemostats after multiple attempts. It was also reported that the smart coil almost came out of the aneurysm after detachment after pulling on the pusher assembly of the coil to manually detach it; however, the physician was able to carefully place the smart coil back into the aneurysm by pushing it into the aneurysm using the microcatheter. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.